Manufacturer narrative:
The monopolar cautery instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the distal end of the instrument's main tube exhibited a scratch mark with material removed. No other damaged was found. The customer reported complaint does not itself constitute a reportable event; however, the damage to the main tube could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that prior to starting a da vinci surgical procedure, the outer covering had started to rip on the monopolar cautery instrument. The instrument was not used on the patient after the reported issue was identified and there was no allegation of harm or injury to a patient.